Event description:
Philips received a complaint by the customer on the v60 indicating that a touchscreen malfunction occurred. It was reported there was no patient involvement at the time the issue was discovered. It was reported that a touchscreen malfunction occurred. Per good faith effort (gfe) response received on 22aug2025, the customer resolved the reported issue themselves. The customer did not provide details on the resolution. The customer resolved the reported issue themselves. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporting address postal and institution: (B)(6).